Manufacturer narrative:
Sections with additional information as of 22-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: customer contacted manufacturer on (B)(6) 2026 - customer stated the initial issue has been resolved and they are comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 71 mg/dl. The customer was also concerned the results from the true metrix meter were 40 points lower than another device. The customer stated his expected blood glucose test result range is 110-130 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history (customer just started to use the meter on the day of the call, only 1 result provided): result 1: 71 mg/dl date: (B)(6) 2026 time: 6:43am fasting am.